Event description:
Caller reported a cgm error and contacted technical support. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, successfully resolving the error and allowing the caller to start a new sensor session. The customer was instructed to fill the tubing, reconnect, and restart the cgm independently.